Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. Customer used the usb cable with the laptop to charge the pump successfully. There customer¿s blood glucose level was 238 mg/dl.